Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been investigated. Upon investigation, the monitor was unable to power on. The cause for the failure was isolated to the computer/analog (c/a) board. There was an internal short on the c/a board between the high voltage line and ground. The short caused thermal damage to c/a and defibrillator pca board components. The root cause of the failure was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor (B)(4) and reported that that the monitor failed incoming functionality testing.